Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient experienced a cerebral vascular accident and thrombosis. During a watchman procedure, a versacross connect laac was selected for use. After the transseptal puncture was performed and full bolus of heparin was given. Then the physician noted a mobile thrombosis on tip of the watchman double curve sheath. The watchman delivery system was deployed and met pass criteria to be released. Post procedure in post-anesthesia care unit, a code s was called. The patient was hospitalized overnight and was expected to fully recover. The patient was discharged. The device is not expected to be returned for analysis (disposed). The act was greater than 200. No transseptal related issues were noted. No other details were reported.